Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported an air-in-purge alarm on the automated impella controller. A paramedic observed that the purge line had been punctured during the transition to the stretcher. A new purge line was primed and connected, after which no further alarms occurred.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: priming problem: the cause of the priming problem alarm was an unintended user error causing a punctured purge tube during patient transfer.

Manufacturer narrative:
Date of event has been updated. Section d4 catalog number was corrected.